Manufacturer narrative:
(B)(4): the exact date of this event is unknown. It was reported that the device was from the march delivery. The device was returned and evaluated. The reported issue was confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of the manufacturing process revealed nothing that would contribute to the sponge separation. The delivery was performed per procedures. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a minicap which allegedly was misassembled. The sponge was not properly placed inside of the minicap. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.